Event description:
Smartport wire lodged in catheter. Physician stated he believes the patient had several clots that were causing issues with accessing the vessels appropriately, but also expressed concern that the guidewire did have trouble being retracted back into the needle.